Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient came to a follow-up visit to the center and a decreased pump flow was recognized. CT angiography confirmed a twisted outflow graft. The patient was admitted to the hospital and an outflow graft revision was successfully performed on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's device analysis: a specific cause for the reported outflow graft twisting could not be determined through this evaluation. Although the reported low flow alarms and outflow graft twist could not be confirmed through this evaluation, it should be noted that the twist could have contributed to low flow alarms. A direct correlation between the reported events and the pump could not be conclusively established through this evaluation. The patient remains ongoing on lvad support and no additional complaints have been reported. The heartmate 3 left ventricular assist system instructions for use (IFU) contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information is available. The manufacturer is closing the file on this event.